Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, fold crease, and white particles inside the device. A leak test was performed which found an opening on the device. A microscopic analysis was performed which identified a smooth crease opening on the anterior side, and found four punctured openings. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on the anterior side assessed as a fold flaw opening, a puncture opening on the anterior side assessed as surgical damage-like, and a puncture opening on the posterior side assessed as surgical damage-like.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.